Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported the he used to feel a shocking sensation when he turned over in bed, however he had not felt that sensation for about 3 weeks. No further complications were reported.